Event description:
It was reported that this brady lead was attempted in the left bundle branch (lbb) area due to loss of capture (loc) when implanted. Subsequently, the procedure was finished using a different lead. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this brady lead was attempted in the left bundle branch (lbb) area due to loss of capture (loc) when implanted. Subsequently, the procedure was finished using a different lead. No adverse patient effects were reported.